Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Nc-016849 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the dynamic anchor suture broke on tensioning. This resulted in a minor procedure delay to open a second altis which was used to successfully complete the case.